Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. During evaluation of the device (B)(4), it was discovered that it did not contain original parts from manufacturing or servicing of the device. It was identified that the processor printed circuit board (pcb) installed did not match the processor pcb recorded in the device history record (DHR). Also, it was found that the input/output pcb installed did not match the I/o pcb in the DHR. The internal serial number recorded was found to be (B)(4). Review of both dhrs confirmed that the processor pcb and input/output pcb were swapped and belongs to (B)(4). This is an indication that the processor pcb and input/output pcb were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.